Manufacturer narrative:
Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market 972 units of this code batch. There are no units in our stock. We have received two open samples, one of them without the second pack (the first pack is closed) and in the other open sample received, the needle is attached to the thread. We have tested the needle attachment of the sample received with the first pack closed and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 1.45 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the result of the open sample tested fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread detached from needle.